Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04556.

Manufacturer narrative:
Eval: results: the leads were visually inspected. One lead had indentations on the lead body, but no damage wires. One of the leads had a kinked lead body with damage wires at the anchor site. The lead without damaged wires was electrically tested by measuring the impedance between the proximal and distal contacts. This testing was performed while the lead stressed and not stressed to simulate an implanted environment. All contacts measured with in specification. Analysis confirmed the fracture in the lead occurred at the anchor site. The root cause of the fracture could not be ascertained. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.